Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; d9; g3; g6; h2; h3; h6, h11 the complaint sample was evaluated, and the reported event was confirmed. A free blue plastic foreign substance was found inside the outer blister. Visual examination of the returned product identified that the device was returned in the packaging sealed. A free blue plastic foreign substance was found inside the outer blister. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. Root cause has been identified as a manufacturing issue (device contaminated during manufacturing). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2: foreign - event occurred in japan. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the foreign substance is inside sterile package. Sterile package has not broken. No patient involvement. Attempts have been made and no further information has been provided.